Manufacturer narrative:
Serial number: n/a, software version: n/a, color: blue, battery life remaining: n/a. The inpen does not pair with commercial mobile. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Unable to verify report anomaly due to pairing anomaly. Inpen was cut open and electronic stack, encoder assembly and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. The electronic assembly was found corroded per visual inspection. It was determine that the ingress of water / fluids corroding the electronic causing electrical shorting depleting the battery to 0.7 v. In conclusion inpen did not paired due to depleted battery cause by corroded electronic assembly. Inpen received with missing cartridge holder.

Event description:
Information received by medtronic indicated that the inpen had issue. No harm requiring medical intervention was reported. The inpen will be returned for analysis.